Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sigmoidectomy procedure, while using the instrument, jaw breaks. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #l92w2t. The device was received with the I-blade upper tip broken lifted and the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade was damaged not all functional testing could be performed with the generator. The condition of the I-blade and the jaws prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.